Manufacturer narrative:
Additional information. Complaint confirmed. One unpacked ar-8737-38 serial/batch number (B)(6) was received for investigation. Visual inspection found that the hex tip of the driver was broken off. No functional testing was performed due to the damage to the device. A torque-limiting handle or modular torque-limiting adapter is recommended for use with the device to prevent over-torquing. The most likely cause is attributed to use error over-torquing/over-engaging the driver with the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of further information.

Event description:
On 12/5/2023, it was reported by a sales representative via email that an ar-8737-38 t10 hex driver broke. This was discovered during a procedure on (B)(6) 2023. Additional information requested.